Event description:
The olympus representative reported the bending section cover on the evis exera ii ultrasound gastrovideoscope was leaking and the angulation in both knobs had play. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material. This report is to capture the reportable malfunction of the forceps elevator had foreign material noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. The bending section cover had leakage. There was a crack of adhesive on the bending section cover. There was low angulation in the up and left direction. The angle wires were stretched and there was damage or deformation of the angulation control lock/knob. The nozzle was clogging. The ultrasonic cable became disconnected. The insulation resistance had low frequency. Part of the insertion tube was caught and pinched. The insertion tube became deformed due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely caused from the nozzle clogging and the air leakage, that foreign material on the forceps elevator may have not been removed because reprocessing could not be performed properly, causing foreign material remaining in the nozzle. However, it was not possible to determine the specific root cause of nozzle clogging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue was detected during reprocessing. No procedure/patient involvement.